Event description:
On (B)(6) 2009, the pt reported that about 2 months ago while changing the insulin cartridge, the plunger remained attached to the piston rod of his infusion device and 30-40 units of insulin spilled into the cartridge chamber. He stated he dried the chamber with a cotton swab. Since then, he said he continues to receive the e10 (cartridge error) message. He stated he received an e10 4-5 times last night and, when he tried to change the cartridge, the piston rod felt as if it were "delaying" when it tried to retract. He stated his device has not been exposed to water. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.